Event description:
Patient presents to the emergency department with complaints of altered mental status. Per her family members, she has been more fatigued and less responsive. She has no new focal deficits, although she does have baseline focal deficits, including exotropia of bilateral eyes, pupils that are not responsive, ptosis, and severe difficulty with speech. The patient was evaluated for presumed shunt failure and was taken emergently to the operating room by dr. Who ascertained that the valve was not working. The valve was replaced.